Event description:
It was reported that the zimmer skin graft mesher was tearing skin. Add'l clinical f/u with the customer indicated that the harvested graft was useable, and there was no implication to a pt or extended surgical time.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 2/4/1992 and was last repaired on 5/12/2011. Eval of the device verified the comb was badly bent. It was also observed that the upper gear guard was bent. Prior to repair, the device could not be checked for calibration due to the damage to the comb. Three cutters were returned for analysis; 1.5:1 ratio cutter serial number (B)(4), 2:1 ratio cutter serial number (B)(4) and 3:1 ratio cutter produced an acceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.